Manufacturer narrative:
Correction: d4 and h4 - failure investigation determined that the suspect device is pcu s/n (B)(6) the report that the volume infused completely disappeared was confirmed. The review of the returned pcu event log identified a negative volume infused. The negative volume infused with ¿back off occlusion¿ enabled produced a blank volume infused for the infusing device. This software anomaly has been escalated and software engineering. Testing replicated the reported blank volume infused for the returned syringe module. Accuracy testing performed on syringe module (B)(6) found the device operating in specification. Inspection: the source pcu was not returned for the investigation, an inspection could not be performed. Log analysis results: a review of the pcu error log was not performed. The customer did not return the source pcu or provided the pcu error log. The customer returned the pcu event log and provided the dataset. The review of the pcu event log identified an infusion of fat emulsion 20% which infusing on syringe module s/n 14371743. The infusion was initiated on 14may2020 at 6:06 am at an infusion rate of 1.3ml/hr. At 6:59 pm, the user clears the volume infused. At 7:06 am, the device alarms for an occlusion. At the time of the occlusion the pvi is 0.1605ml. The user selects the syringe module and changes the vtbi to 5ml and starts the infusion. The pcu event log records a pvi -0.7177ml. At 7:48 am the user selects ¿volume infused¿ (soft key 11) software tracker 15678 identified syringe modules with the ¿back off after occlusion¿ feature enabled can cause a blank total volume infused. This issue can occur when infusing at very low rates and the device occludes. The syringe back off can cause a negative total volume infused value. When this occurs, it causes a blank display. The root cause of the reported complaint that the ¿volume infused¿ on smoflipid completely disappeared is the result of the ¿back off occlusion¿ feature combined with a negative volume infused. This issue is associated to software tracker 15678. Back off theory of operation: when an occlusion in an infusion line occurs (e.g., kink in the line or stopcock is left closed), fluid accumulates in the line, raising the pressure. Depending on the pressure alarm setting (typically low, med or high for an ordinary syringe pump) and the type of extension set used, a significant amount of fluid can get stored in the line. Removing the source of the occlusion (e.g., opening the stopcock) can rapidly release stored volume, creating an unintentional bolus to the patient. Occlusion back off is a pressure sensing disc enabled feature that greatly reduces the potential for unintentional boluses by reversing the movement of the plunger. When a pressure alarm limit is reached, the system will automatically back up the plunger movement until the pressure in the line returns to normal. This feature is especially valuable in a nicu and picu setting, where small amounts of powerful drugs are routinely administered via syringe pumps device history review: review of the source pcu s/n 12971549 service history record showed the device had a manufacture date of 22sep2009. A review of the device service history record was performed beginning from the date of manufacture to the present date 06oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. No devices received, log review only.

Event description:
It was reported that an infant patient was noted to have blood glucose instability. On (B)(6) 2020 at 12:30 pm, the pump alarmed for patient side occlusion while total parenteral nutrition (tpn) and smoflipid were infusing through a peripherally inserted central catheter (PICC). The infusion was paused, and the line was flushed with normal saline. It was noted that the line flushed well without any evidence of infiltration. The PICC site remained intact and the line did not appear to have to have moved since the insertion the day prior. The physician was notified, x-ray from line placement confirmed that PICC was in good placement. The infusion was restarted, IV site and blood glucose were continuously monitored. No further pump alarms or discrepancies were noted during the shift and the fluids ran as ordered. The following day (B)(6) 2020 at 6:45 am, the pump infusing smoflipid was again alarming patient side occlusion. The rn flushed the PICC line without any evidence of infiltration or obstruction. With the next IV check time, the infusion had only counted 0.1ml ¿infused¿ while it had been running at a rate of 1.3ml/hr. And had only been paused for approximately five minutes prior to IV check. Several minutes later, the ¿volume infused¿ on smoflipid completely disappeared. The device stopped during infusion. PICC line was clamped thereafter and all fluid infusion were paused. The pc unit, syringe pump modules and large volume pump module were replaced. The baby¿s blood glucose level was assessed and noted to be within normal limits of 72mg/dl. The infusions appeared to be running well using the new pumps and clinician continued to closely monitor the IV fluid rates, pumps, and blood glucose levels. It was noted that the infusions were set-up as follow: total parenteral nutrition (tpn) running at 8.7ml/hr. Through large volume pump serial number (B)(6), which alarmed once on (B)(6) 2020; fentanyl drip 0.5mcg/kg/hr. Running at a rate of 0.1ml/hr. Through syringe pump module serial number (B)(6); and smoflipid running at 1.3ml/hr. Through syringe pump module serial number (B)(6), which alarmed twice (once on (B)(6) and another on (B)(6) 2020). There was no patient impact.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. Patient is an infant.

Event description:
It was reported that an infant patient was noted to have blood glucose instability. On (B)(6) 2020 at 12:30 pm, the pump alarmed for patient side occlusion while total parenteral nutrition (tpn) and smoflipid were infusing through a peripherally inserted central catheter (PICC). The infusion was paused, and the line was flushed with normal saline. It was noted that the line flushed well without any evidence of infiltration. The PICC site remained intact and the line did not appear to have to have moved since the insertion the day prior. The physician was notified, x-ray from line placement confirmed that PICC was in good placement. The infusion was restarted, IV site and blood glucose were continuously monitored. No further pump alarms or discrepancies were noted during the shift and the fluids ran as ordered. The following day (B)(6) 2020 at 6:45 am, the pump infusing smoflipid was again alarming patient side occlusion. The rn flushed the PICC line without any evidence of infiltration or obstruction. With the next IV check time, the infusion had only counted 0.1ml ¿infused¿ while it had been running at a rate of 1.3ml/hr. And had only been paused for approximately five minutes prior to IV check. Several minutes later, the ¿volume infused¿ on smoflipid completely disappeared. The device stopped during infusion. PICC line was clamped thereafter and all fluid infusion were paused. The pc unit, syringe pump modules and large volume pump module were replaced. The baby¿s blood glucose level was assessed and noted to be within normal limits of 72mg/dl. The infusions appeared to be running well using the new pumps and clinician continued to closely monitor the IV fluid rates, pumps, and blood glucose levels. It was noted that the infusions were set-up as follow: total parenteral nutrition (tpn) running at 8.7ml/hr. Through large volume pump serial number (B)(4), which alarmed once on (B)(6) 2020; fentanyl drip 0.5mcg/kg/hr. Running at a rate of 0.1ml/hr. Through syringe pump module serial number (B)(4); and smoflipid running at 1.3ml/hr. Through syringe pump module serial number (B)(4), which alarmed twice (once on (B)(6) and another on (B)(6) 2020). There was no patient impact.